Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 5mg/ml at 1.6478mg/day via an implantable pump. The indications for use were malignant pain and cancer pain. The patient had heard the low reservoir alarm and the patient had come in for a refill. The refill was performed on (B)(6) 2016. The actual reservoir volume was 1ml and the expected reservoir volume was 13ml. The healthcare provider stated they had tried rotating/moving the needle to try to remove any additional drug from the reservoir but they were only able to aspirate 1 ml from the pump. They were able to then fill the pump a full 40 ml. The patient had experienced increased pain since (B)(6) 2016 and the patient¿s pain was doing ¿worse.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.